Manufacturer narrative:
(B)(4).

Event description:
The catheter was "coiled down" and was out of the intrathecal space. The physician wanted to shut off the pump. The pt experienced a seroma. A catheter revision was planned. The pump medication was not reported. Additional info has been requested, but was not available as of the date of this report.